Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was possibly involved in chemo leak, tubing discarded, but used 21-7302-24 and 21-7047-24. No patient injury. No additional information available.

Manufacturer narrative:
No product returned to verify or replicate the complaint. No photographic/ diagnostic evidence of complaint provided by the customer. Therefore, the customer complaint was not duplicated. The most probable cause is user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.